Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height legacy drawer 4 multiple cubies failed. A field service engineer (fse) identified repeated failures in legacy drawer 4 pockets due to a worn retractor band ribbon cable. The fse replaced the cable and cleaned the row board header bus cable along with all tray header connections. The fse confirmed that all components were tested successfully using the hardware test application (hta) and the main application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the full height legacy drawer 4 multiple cubies were failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.